Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp solution set fell apart. The issue occurred while setting up hazardous drug flush line during infusion line preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.